Manufacturer narrative:
Software log analysis was performed by the manufacturer on (B)(4) 2014.

Event description:
It was reported that during the software data log review, there was nine occurrences for "entering broken mode" on the temperature pod assembly. A potential behavior = pod/pump reset as well as potential side effect of loss of pod/pump.